Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No longer reportable.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during laparoscopic liver resection, the stapler was unable to fire while being applied on liver. The surgeon was able to press the green button but unable to squeeze the handle and the reload would not fire after articulation. Another reload was opened to complete the case. Patient outcome was asked but unknown.